Event description:
Healthcare professional later reported, that "there is a significant calcification around the right breast implant capsule". The record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on posterior and brown particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crease smooth on posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage and a smooth crease opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side "deflation, capsular contracture, baker grade I and removal of textured implants due to the patient's concern with the product." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" "capsular contracture baker grade I" "removal of textured implants due to patient's concern."

Event description:
Healthcare professional reported right side "deflation, capsular contracture, baker grade I and removal of textured implants due to the patient's concern with the product." Device remains implanted.